Event description:
The surgeon commented that black poly on the tibial baseplate impactor was flaking off when implanting the definitive baseplate.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.